Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the pump was replaced on (B)(6) 2019 and would be returned. It was reported the pump started alarming mid-october and the patient started experiencing withdrawal symptoms, so they went to the emergency room (ER). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The logs were read and showed a motor stall occurred on (B)(6) 2019 and had not restarted since then. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event. The patient¿s weight was asked but unknown. The patient¿s medical history was asked but unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump ((B)(6)) found residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2016. H6; the previously reported conclusion code 67 has been updated to 24. The previously reported method code 4114 has been updated to 10. The previously reported results code 3221 has been updated to 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 555 mcg/ml of bupivacaine at 115.36 mcg/day and 20 mg/ml of morphine at 4.195 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient heard their pump alarming a few days earlier (relative to (B)(6) 2019) and felt as though they were having withdrawal symptoms which included nausea and chills. The patient's symptoms were sudden. The patient was hospitalized. It was reported the pump was interrogated and it was determined a motor stall occurred on (B)(6) 2019. The patient had not had a magnetic resonance imaging procedure (MRI). The motor stall was currently active. It was confirmed there were no electromagnetic (emi) or magnetic sources present. Motor stall considerations were reviewed. Device return was requested. No further complications were reported or anticipated.